Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle freedom meter. The customer obtained readings of 40 and 300 mg/dl within a 10 minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Test strips have not been returned by the customer. Preliminary test results using a different lot number of strips have shown that the meter is performing within specification. Should add'l testing be performed, this info will be reported.